Event description:
It was reported that a revision of total hip was performed due to instability. Further information is unknown yet.

Manufacturer narrative:
The associated oxinium head was not returned for evaluation. Therefore, a product analysis could not be conducted. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of product information. A clinical evaluation noted that no clinical relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.